Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine needs a synchronization, was very slow to boot up and log in and showing as not communicated. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not drop or communicate. The field service engineer (fse) logged into the station with administrator access and reviewed the network card settings. The network speed was changed from auto-negotiation (1 gbps) to 100 mbps half-duplex. The station was monitored afterward and confirmed stable communication with no further station drops observed. The system functioned as intended after the field service engineer (fse) resolved the issue.